Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pinn mar neut 32idx56od; s-rom head femoral cocr 32+3; pinnacle sector ii cup 56mm; srom stm st,30+4l nk,18x13x160; pinn can bone screw 6.5mmx25mm x 2; pinn can bone screw 6.5mmx35mm; s-rom sleeve prx zt ha 18f-sml. (B)(6).

Event description:
Ppf alleges bone fracture after first revision. It was also indicated that cup, liner, head and stem were removed on (B)(6) 2005. Doi: (B)(6) 2005 - dor: (B)(6) 2005 (left hip. (B)(4) - 1st revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.